Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient was found to have mesh inside the bladder. The patient experienced pain and urinary tract infections and mesh extrusion into the vagina. Additional information has been requested.